Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in three pieces. Full breach insulation degradation was noted at 4.6cm from the connector pin. Surface cracking to the outer insulation was noted in this location.

Event description:
This report is to advise of an event observed during analysis.